Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: photographs and a video recording of the complaint issue were taken at the doctor''s office were received at the manufacturing site for evaluation. Photos taken of the patient¿s eye were evaluated and they correspond to slit lamp photos, in which it can be observed the presence of what appears as a frayed, string like material that appears to be located on the intraocular lens optic. The nature and origin of the observed material cannot be determined from a photo/picture assessment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted, give date: not applicable, the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
The surgeon implanted an intraocular lens (iol) in the patient¿s operative eye and observed a string-like substance adhering to the to the middle of the optic, the posterior aspect of the lens. The surgeon indicated they had to work hard at removing the substance off the lens with irrigation/aspiration (I/a) by rubbing optic until it dislodged. It was stated that the substance looks bluish in color and that they have seen this issue primarily with the zcb00 lenses. It was stated that this is the first time they are mentioning this issue; however, the event has been happening for few months. Additionally it was reported that the account does not normally check the lenses before implantation and the issue is usually observed one day post operation. It was also indicated that the account uses a competitor¿s (non johnson & johnson devices) inserter with their cartridge (incision 2.2-2.4). The lens remains implanted in the patient's eye. There was no secondary surgery or medical intervention required and no delay in procedure was reported. No further information has been provided. The account reported of the most recent events on two lenses. This report is for the first lens of model zcb00. A separate report is being submitted for the second lens of model zlb00. Also a third report will be submitted for the unknown number of events which happened in the past two months.